Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Loose trigger - will not prevent discharge of liquid n. Confirmed complaint: main valve spring worn. Cleaned main valve. Replaced spring. Repair order (B)(4). Wallach ultra freeze 900076. E-complaint- (B)(4).

Event description:
Loose trigger - will not prevent discharge of liquid. Confirmed complaint: main valve spring worn. Cleaned main valve. Replaced spring. Repair order (B)(4). 1216677-2022-00142, wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation. X-inspect returned samples . *analysis and findings : complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 06/03/11 under wo #(B)(4) and shipped on 07/14/2011. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98299, this unit was at csi on 04/22/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit had a worn spring in the valve assembly. Root cause: the root cause for this complaint condition is attributable to wear and tear. Correction and/or corrective action: the unit was repaired, cleaned, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.